Event description:
It was reported that review of log file data revealed low flow alarms and history of multiple motor start events with parameters outside of the typical range.  Additionally, the controller exhibited unexpected loss of power and controller fault alarms. The ventricular assist device (vad) and the controller remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #:  1420/ catalog #:1420/ expiration date: 31-jan-2023/ serial or lot#:  (B)(6) UDI #: (B)(4) d9: no h3: no h4: mfg date: 24-jan-2022 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: controller serial or lot#: (B)(6), h6: the codes present in section, h6 correspond to components/products that comprise the reported event. Product event summary: (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed two (2) motor start events recorded on 14/dec/2022 at 19:39:21 and 12/jun/2023 at 00:12:57, in which the motor start parameters were atypical. Review of the alarm log file revealed one (1) low flow alarm logged on (B)(6) 2024. Log file analysis revealed two (2) controller fault alarms logged on (B)(6) 2024 at 17:14:14 and 20:11:20, and multiple event exceptions logged since on (B)(6) 2024, indicating an issue with the internal battery. In addition, log file analysis revealed that the controller was in use for more than two (2) years. Log file analysis revealed one (1) controller power-up event, with an associated motor start event, logged on 12/jul/2024 at 20:12:10. The data point recorded prior to the loss of power revealed that an adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 49% rsoc. The data point recorded after first loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 14 seconds. No anomalies were recorded leading up to the loss of power. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the observed controller loss of power can be attributed to a disconnection of both power sources, an intermittent disconnection on one or both power sources and/or a controller exchange. CAPA: pr00551638 is investigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Additional product: serial (B)(6). H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the controller was exchanged due to internal battery end of life .